Event description:
On (B)(6) 2013, product monitoring received confirmation of a customer reported extravasation with a covidien injector involvement in this extravasation from (B)(6). A (B)(6) pt (gender unk) received 100 ml of optiject 350 (ioversol), injected at a flow rate of 2.5 ml/sec into the elbow crease for an abdominal and pelvic scan on (B)(6) 2010. After optiject administration, the pt experienced injection site extravasation with mild pain. The pt was treated with an alcohol dressing. The reactions lasted for 24 hours. The pt underwent x-ray examination for control of the (B)(6) 2010. The final outcome was recovered. The reporter evaluated the case as non-serious.

Manufacturer narrative:
This investigation is in regards to an extravasation that occurred in (B)(6) 2010. The injector was not evaluated by covidien svc after this event occurred. Proper operation of the injector was verified in august 2012 when the injector was moved and reinstalled by covidien svc.